Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. No button error alarm noted. Unable to perform displacement test due to unresponsive buttons. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.